Event description:
A break in the retention dome during traction removal. The indwelling period was 50 days. The dome portion would be removed with bowel movement. Upon traction removal, metal forceps were used.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.